Manufacturer narrative:
The subject product has not been returned for eval to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval.

Event description:
It was reported that the device was removed in an office setting. Device was explanted because it was "coming out of the wound".